Manufacturer narrative:
The device with the lens was returned loose in the carton. The plunger lock and lens stop were removed. The plunger is oriented correctly. Viscoelastic is observed in the device. The lens has been advanced to the fill line. The plunger is engaging the optic edge. The leading and trailing haptics are folded in on the optic. Product history records were reviewed and the documentation indicated the product met release criteria. Viscoelastic was not provided. It is unknown if a qualified product was used. The reported broken optic damage was not observed. There was no problem found with the returned device. The plunger, the haptics, and the optic were in acceptable positions for advancement. There was no lens or device damage observed. It is unknown if a qualified viscoelastic was used. Material properties of non-qualified viscoelastics may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported a broken intraocular lens (iol) in a preloaded delivery system. A backup lens was used to complete the procedure. Additional information was requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).